Event description:
It was reported that an hdh05 was used during an unk procedure. It was reported by the affiliate that about five seconds into the case, the end of the dissecting hook came away from the shaft of the instrument and landed on a section of bowel. Due to the fact the tip was not hot, there was no damage.